Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device (sensor used with unknown device). The customer reported the low alarm did not sound and as a result, the customer experienced a loss of consciousness and was unable to self-treat. A third-party attempted to feed customer, and called a healthcare professional (ambulance) who provided glucose injection as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device (sensor used with unknown device). The customer reported the low alarm did not sound and as a result, the customer experienced a loss of consciousness and was unable to self-treat. A third-party attempted to feed customer, and called a healthcare professional (ambulance) who provided glucose injection as treatment. There was no report of death or permanent impairment associated with this event.